Event description:
One pt with discrepant troponin results. Initial result, 2008, 0.175 ng/ml. Same sample repeated in the next day gave 0.018 ng/ml. The initial result was reported, the pt was not adversely affected. The investigational unit was unable to determine a specific root cause, however, field service rep observed particulate matter in the sample.